Event description:
It was reported that the patient underwent a blepharoplasty. Three days after surgery, the patient presented with wound dehiscence on one left side of the upper eyelid. The wound was closed with steri-strips for approximately 24 hours until the surgeon was available to re-suture. During re-suture it was noted that the sutures were not yet totally absorbed. There was no evidence of infection or of suture breakage. Physician closed the wound with nonabsorbable sutures and the pt has healed with good results.